Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Event description:
Boston scientific received information that this right atrial lead was explanted as it dislodged during the left ventricular lead revision. No adverse patient effects were noted.